Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a clinical data review was completed for the right ventricular (rv) lead and it was determined that it was plausible that the rv lead had fractured.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.